Event description:
Diffuse lamellar keratitis (dlk) was observed one day postoperative after a pt had a bilateral refractive surgery. The flap was lifted and the collagenases of both eyes were irrigated. Dlk has resolved. Visual acuity in both eyes is 20/25.